Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) sooner than anticipated and the "device lasted only two years." The ICD was removed and replaced. No patient complications have been reported as a result of this event.